Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with right ventricular lead noise recognized as non-sustained right ventricular oversensing. The source of the noise was not able to be determined at the time of event. The patient was stable and will continue to be monitored.